Event description:
Patient developed infection two weeks post op following the use of a on-q pain pump.

Manufacturer narrative:
Evaluation summary: the device involved in this complaint was not available for eval. The info contained herein is based on the info provided by the initial reporter. The info provided indicated that the patient developed an infection after the use of the on-q-pump. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If additional info that is pertinent to this event becomes available, I-flow will reopen the complaint.